Event description:
1 of 2 reports. Other mfg report number: 3014334038-2022-00163. A facility reported the following chain of events: nurse returned from break to find phillips¿s monitor on standby. On restarting the icp was reading -19 on monitor and 0 on codman box. They tried and re-zero the codman. The additional screen was not greyed out. They zero sensor (single nurse) using the screen with sensor in the water. The monitor still said -19 and the box still said 0. Icp sensor was removed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink microsensor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the possible root cause for this issue reported by the customer could be due to excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.